Event description:
It was reported that the atrial lead had irregular and high impedances. Information also revealed that there was a high percentage of ventricular pacing due to oversensing on the atrial channel. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: performance data collected from the device was analyzed and atrial lead impedance trend shows max weekly impedances between 1600 and greater than 3000 ohms between (B)(6) 2011 and (B)(6) 2012. Minimum atrial z values were intermittently elevated (approximately 1000 - 1600 ohms) between (B)(6) 2011 and (B)(6) 2012. (B)(4) high impedance paces and 5878 non-physiological paces occurred since (B)(6) 2012. A lead alert triggered (B)(6) 2012. Atrial capture management thresholds averaged between .6 and 1v. Weekly max thresholds vary between 1.5 and 3v; 3.5 and 4.5v on (B)(6) 2012, respectively.